Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of ¿diabetic coma¿.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient had a cgm accuracy issue 3 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient went to the hospital for a ¿diabetic coma¿ (no information was provided about what lead up to this occurring). At an unspecified time during the event, the patient¿s cgm was reading 311 mg/dl and the bg meter was reading 208 mg/dl. There were no event details provided about the patient¿s treatment while in the hospital, or how long the patient was hospitalized. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that although the patient was hospitalized, per the patient's wife, the cgm inaccuracy did not cause or contribute to the patient's serious injury and subsquent medical intervention. The reported glucose values fall within the b zone of the parkes error grid. Therefore, this is not a reportable event.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.